Event description:
After iabp for 36 hrs, there was no augmentation on the screen and there was no movement of the iab status. The augmentation was set at max. No alarm sounded from the sys 97 pump. The following was reported to datascope on 7/2/98 and 7/9/98: the pump worked correctly and the alarm functions worked. The pump alarm sounded. Since the pt was being weaned from iabp, the iab was removed. The pt was stable so another iab was not inserted. There was no pt injury or complication as a result of the event on 6/6/98. The iab was discarded by the facility. [Event complications]: none from the event-reported 6/11/98, 7/2/98, 7/9/98. [Pt's current status]: stable-rpt'd 6/11/98

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/14/98).